Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent pocket revision wherein the ipg was moved laterally and not too shallow. The patient did well postoperatively.